Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a sacroiliac and thoracolumbar minimal invasive lumbar fusion procedure. The caller indicated that there was inaccuracy with the navigation system and ziehm rf 3d configuration. There was no procedure delay in surgical procedure, but follow-up is being conducted for information regarding patient outcome and extent of inaccuracy. Additionally, it was noted that navigation was aborted.